Event description:
It was reported that during implant, after the lead was positioned in the atrium (before extending the helix), noise was noted on the electrogram when the lead was connected to the analyzer. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. (B)(4).